Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "check vent: machine pressure sensor auto zero failed" error code (1108). There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reported that the v60 ventilator displayed a "check vent: machine pressure sensor auto zero failed" error code (1108). The se reviewed the service manual and noted that the data acquisition (da) board, and solenoid valves should be replaced. A service engineer (se) was dispatched, and it was reported that during the evaluation of the device, the issue was not duplicated after running the device on normal settings for 20 minutes. The se noted that the event log, and service manual were reviewed, and determined that the data acquisition board, and solenoid valves would need to be replaced as a preventative measure. After replacing the da board, and two solenoid valves, a performance verification test (pvt) was performed, and the device passed all testing. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.